Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Complaint is confirmed. Visual examination of the returned product identified the inserter was returned with the slider pin and hinge components seized with the slider pin not protruding out of the inserter frame. All components visually appear present and assembled correctly. The handle was able to be fully actuated between opened and closed but no movement of the slider pin or hinge occurred. Steris hinge free lubricant was applied to the slider pin and hinge, the handle was fully actuated open and closed multiple times, the slider pin and hinge slightly moved and became seized again. The slider pin is still not protruding out of the inserter frame and was not able to be unseized with more steris hinge free being applied. The device was autoclaved on cycle 6719 after steris hinge free and is confirmed to still be seized. There are nicks along the end of the hinge and slider pin. The side wall of the inserter frame where the slider pin is to protrude from is cracked in 2 places, there are also nicks and scratches around this tip/end of the inserter frame. There are nicks and scratches present all along the inserter frame including the slots where the spring and hinge are located. There are indentation marks on the impaction end of the device. No other damage was noted during visual evaluation. This device has an approximate field age of 10 years. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the locking stem inserter was removed from the instrument because the locking pin was not moving freely. Lubricant was used to try and free the mechanism, but unsuccessful. There was no patient involvement. Attempts have been made and no further information has been provided.